Event description:
The contact at the facility reported that during the stent-assisted coil embolization of an unruptured aneurysm at the patient¿s left intracranial vertebral artery, an enterprise vrd (enc452812/10219161) could not be delivered to the target site through a prowler select plus (606-s255x/16038839). The procedure was approached from the right femoral artery. The patient¿s vessels were not tortuous but moderately calcified. It was reported that an unspecified 7fr-10 sheath introducer, a radifocus gt wire (terumo, type unknown), a fubuki (asahi intecc, 6fr 100cm type), a headway (terumo, 90°shape type), and an okay (goodman, type unknown) were also used for the above procedure. The jailed-technique was conducted for this procedure. It was reported that the physician was unable to deliver the complaint vrd to the target lesion site due to experiencing a severe resistance at 5cm from the hub of the complaint prowler upon the insertion. The enterprise vrd was safely removed from the patient with the prowler. The aforementioned headway was inserted, and the physician was able to deploy another vrd without experiencing an issue. The procedure was successfully completed without further issues or delay. There were no patient injury/complications the complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect (kink, bends, etc.) Were noted on the devices prior to and the after the events. No unintended detachment of the vrd was observed in the vessel or in the microcatheter. The prowler has already been safely disposed, therefore only the complaint vrd will be available for analysis. No further information is available.

Manufacturer narrative:
One non sterile enterprise was received coiled inside of a plastic bag. The delivery wire presented no visual damage. The enterprise stent was received on its original position into the introducer tube. The involved microcatheter (mc) was not returned for analysis. No other visual anomalies were observed on the received unit. The functional analysis was performed according. A lab sample mc was used to perform the functional analysis, the delivery wire with stent was able to go through the mc without any resistance friction. The stent was inspected under a microscope and presented no damaged. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10219161. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure that the enterprise was impeded in the microcatheter reported by the customer was not confirmed due to during the functional analysis. The enterprise was able to go through the lab sample mc without any resistance/friction. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant devices: 7fr-10 sheath introducer; radifocus gt guidewire (terumo, type unknown); fubuki guide catheter (asahi intecc, 6fr 100cm type); headway microcatheter (terumo, 90°shape type); okay y connector (goodman, type unknown); prowler select plus microcatheter (606-s255x/16038839). (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. This report is related to MFR. Report # 1058196-2015-00004.